Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead was observed to have helix retraction issues. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.